Event description:
This report to is advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: conclusion: failure event observed during analysis. Final analysis found an insulation abrasion at 42.4 cm to 43.0 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. (B)(4).